Event description:
It was reported that the patient had infusion site that was leaking and requested a replacement. The patient confirmed that the cannula was bent. There were a patient involvement and no patient injury.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: date returned to mfg.: 1/28/2026. H3 and h6. Codes: updated. Device evaluation: received one (1) used cadd cleo infusion set. Only received the base adhesive assembly along with the applicator. The cannula was observed to be bent, flattened and twisted. In attempts to replicate clinical use the returned connector was attached to full insulin set tubing that was then attached to a 100ml cassette filled with red dye provided by ICU medical and primed using a cadd solis pump provided by ICU medical. Each set was attempted to be primed with 10 ml. During priming no leakage was observed however the fluid was observed to coming from what appeared to be the base of the cannula and not the tip. The complaint of leakage and bent canula can be confirmed due to the observed bent canula. The probable cause of the bent canula is unknown. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.